Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the procedure on (B)(6) 2019, high thresholds and high impedance were observed. The lead was not used and was replaced. The patient condition is stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.